Event description:
It was reported during inspection at user facility that o-ring inside the lid of the aseptic battery is cut which can cause housing to not close properly and expose a non-sterile battery to the sterile surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.